Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture, noise and unspecified sensing issue. The ra lead was removed and replaced. The patient had no adverse consequences.